Event description:
It was reported that the device lost rotation. The occluded target lesion was located in moderately calcified and non-tortuous superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter and a non-bsc guidewire were selected for an atherectomy procedure. During the procedure, the catheter stopped rotation. The device was removed and the procedure was completed with a 2.1mm jetstream xc catheter. There were no patient complications reported and the patient's status post procedure was fine.